Event description:
It was reported the stimulator stopped working 'about' 3 months ago. The patient had pain in his hip 'where the box was.' It was noted the device was last recharged 'about' 4 months ago. It was also noted the patient no longer had his patient programmer and recharger. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).